Event description:
It was reported that during a stenting procedure in the left anterior descending artery (lad), after post dilatation with a 3.5 x 12 voyager nc balloon, a perforation occurred that required treatment with graftmaster stent. The 3.5 x 12 graftmaster stent did not cross the tortuous and calcified lesion. Therefore, the patient was taken to surgery for coronary artery bypass of the lad to treat the perforation. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster was not returned for analysis which may have aided the investigation. There was no note of any damage observed to the stent delivery system (sds) or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported event. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, the lesion was reported as moderately tortuous and moderately calcified, which likely contributed to the difficulties experienced. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. Furthermore, a query of the complaint handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. The voyager nc is being reported under a separate medwatch report number.